Manufacturer narrative:
Initial reporter's phone number: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the long attachment device ball bearings had fallen apart, the device was missing bearings, and the housing did not exist. It was further observed that the extension sleeve was damaged. It was noted that the device failed pre-repair diagnostic tests for cutter insertion. It was noted in the service order "bearing damaged." This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.